Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. There is no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation and particles. In addition, there were findings of dust and dirt inside the device. The device was scrapped.